Event description:
It was reported that the customer does know how to do priming on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer need assistance with priming, not presently wearing insulin pump because she doesn't know how to prime. The customer declined help line transferred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).